Event description:
The hosp expressed concern that since the one hr limit for the pump is applied over a clock hour they are able to have the pump deliver more than the hourly limit when looking at a certain 60 min window. The example the hosp provided was if the pump was programmed for a 2mg dose with a 8 min lockout and a 10mg hourly limit. The infusion is started at 1pm and the clinician gives 5 bolus doses of 2mg each. At 1:16 the pt gives the first pca dose and is able to give 4 more pca doses until the end of the hr. At 2pm the hourly limit is reset and the pt is able to give three more doses with the third being at 2:16. Therefore the pt rec'd 16 mg of drug from 1:16 until 2:16. The rptr expressed concern since the hourly limit was only 10mg. It is unclear if there has been any ill pt effect as a result of this reported issue.

Manufacturer narrative:
The hospital's physician reported that there has been no pt incident related to programming of the pump.